Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were multiple, intermittent events in which the customer's fill estimate remained static. The customer's blood glucose level was not impacted. Tandem technical support educated the customer in regards to causes of inaccurate fill estimates as the issue had occurred in the past.